Event description:
This case was initially received via regulatory authority (B)(6) on 28-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain / physical pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure inserted in an allergic unspecified metal patient by medical indication" and contraindicated device used "essure inserted in an allergic unspecified metal patient by medical indication". The patient's concurrent conditions included allergy to metals. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and medically significant), menorrhagia ("hemorrhages with each menstrual bleeding / abundant bleedings"), headache ("severe headache"), abdominal pain upper ("severe stomachache"), weight increased ("increase of weight (20 or 25 kg)"), arthralgia ("joint pain"), rash ("intermittent skin rash"), urticaria ("welts"), pruritus ("itching"), mood altered ("mood changes") and asthenia ("she used to be an active person, and now is a sedentary one"). Essure treatment was not changed. At the time of the report, the back pain, menorrhagia, headache, abdominal pain upper, weight increased, arthralgia, rash, urticaria, pruritus, mood altered and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, asthenia, back pain, headache, menorrhagia, mood altered, pruritus, rash, urticaria and weight increased with essure. The reporter commented: due to the physical pains and the abundant bleedings she had not been able to work even she had received treatment medications. She commented she is waiting for the product removal and maybe her fallopian tubes and her uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-mar-2018 for the following meddra preferred term: back pain the analysis in the global safety database revealed 491 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.